Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) of over 600 mg/dl with ketones. The cause of bg was unknown. Bg was addressed with manual injections. Reportedly, the customer's healthcare provider identified the ketone level as dangerous. A system check with tandem¿s technical support confirmed that the pump was delivering insulin as intended. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg. The supplies were changed to address the event and insulin delivery was resumed.